Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The helix was found retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length met specification. A tip stiffness test was performed, and the results were within specification.

Event description:
During a procedure the lead was being used as a temporary pacemaker. A pericardial effusion due to a perforation by the lead was observed. An ultrasound was performed which confirmed the perforation. Following the procedure, the lead was explanted. Pericardiocentesis was performed to relieve the pericardial effusion. The patient was in stable condition.